Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display screen is blank before and after a battery change. The customer's blood glucose reading was 500 mg/dl at the time of incident. Troubleshooting found that the pump alarmed and assisted the customer to clear the alarm. Troubleshooting also assisted the customer to install a new and different battery and the display appeared. The customer was advised that a new battery cap would be sent and if any further issues to call back.